Event description:
It was reported by service report that the headend left siderail would not lock. It was further reported there were cracked siderail panels. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: damaged siderail and siderail panels.